Event description:
It was reported that during placement of the titanium greenfield vena cava filter, the filter legs did not fully open upon deplyoment from the carrier. The filter was left in place and a new filter was successfully implanted. The patient was reported to have no injuries or complications.